Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 10 months post implant of this bioprosthetic aortic valve, this device was explanted due to structural valve disease, including calcification, cuspal stiffening, and elevated gradients across the device. Peak gradients were measured at 99 mmhg; mean gradients of 58 mmhg were measured. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this device was replaced in part due to an aortic aneurysm. Suspect medical device information updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually inspected. The device appeared distorted and oval shaped with deflected stent posts. Green multifilament and white sutures were found on sewing ring adjacent to the noncoronary cusp and left noncoronary stent post. Small needle holes in the sewing ring showed placement of implantation sutures. All leaflets were in the closed position with wavy free margins. All leaflets were stiff due to tan thrombotic appearing host tissue on the inflow and outflow. The free margins of all the leaflets were wavy due to the tan thrombotic appearing host tissue found on belly and in the inferior coaptive areas. Calcification was observed on the right cusp. The noncoronary left and right noncoronary stent posts were encapsulated with pannus extending to the their superior coaptive areas. The left right commissure appeared intact with minimal pannus on top. Off white pannus lined the inflow margin of attachments adjacent to all cusps extending into all inferior coaptive areas, and extending 1 to 2 mm onto all cusps showing a possible reduced inflow orifice area. Traces of pannus was observed on the outflow rail adjacent to the noncoronary cusp and on the right noncoronary stent post. An unknown amount of pannus appeared to have been removed on the inflow during explant. Tan thrombotic appearing host tissue filled and stiffened all cusps on the outflow. Tan thrombotic appearing host tissue was also observed on inflow aspect, on the cusps and in the inferior coaptive areas. Calcification was observed on the right cusp. Small calcification nodules were observed embedded into the tan thrombotic appearing host tissue on all cusps. Radiography revealed severely calcified leaflets. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The analysis results of the device showed all leaflets are stiff due to calcification and thrombus on the outflow. Based on the received information and the returned product analysis, the observed calcification and thrombus on the inflow / outflow could have potentially caused the immobile leaflets. In addition, the pannus overgrowth on the inflow appears to have extended several millimeters out onto the leaflet which would have further impaired the leaflet mobility. The impairment of leaflet mobility may have led to the thrombus formation on the outflow of the valve which causing the high gradient. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years, ten months post implant of this bioprosthetic aortic valve, this device was explanted due to structural valve disease, including calcification, cuspal stiffening, and elevated gradients across the device. Peak gradients were measured at 99 mmhg; mean gradients of 58 mmhg were measured. No other adverse patient effects were reported. Medtronic received additional information that this device was replaced in part due to an aortic aneurysm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.